Manufacturer narrative:
Report confirmed. Evaluation determined that the foot was cut and missing. The likely cause of failure is inadequate preventative maintenance. It was also noted the internal tube bearing was corroded. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 55 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with no reported malfunction. It was reported that there was no patient or staff impact. Repair escalated to product event due to decontamination finding of cut foot. On follow up multiple attempts to obtain additional information was unsuccessful.